Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred. The customer's blood glucose level was 130 mg/dl. Reportedly, the customer did not have a new cartridge to install or have any form of alternate insulin therapy. Customer technical support advised against refilling a previously used cartridge. Reportedly, the customer filled the previously used cartridge and resumed insulin delivery.